Event description:
Eight months after the index, restenosis was found in the cypher stents. Pci and performed on this patient who presented to cath for elective treatment of a 71% de novo lesion in the proximal lad of 27mm in length of unknown vessel diameter. The (class c) concentric lesion was characterized as diffused and moderately calcified. Pre-procedure medications included asa 81mg/day and ticlopidine hydrochloride 200mg/day. Intra-procedure medications included asa 81mg/day. Intra-procedure medications included asa 81mg/day, 10000 units of heparin and ticlopidine hydrochloride 200mg/day. The lesion was first rotoblated. The lesion was then pre-dilated with a 2.75x15mm balloon at 16 atm before deploying a 3.0x28mm cypher stent (lot # i0704087) at 12 atm and a 3.0x13mm cypher stent (lot # i0604042) at 18 atm, overlapping each other. Ivus was not conducted. Stent opposition at some areas was not sufficient. Residual diameter stenosis measured 6%.